Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA during patient transport. It was reported that the patient was picked up at another hospital ((B)(6) hospital) and the flow bubble sensor was not working. Therefore, the customer had to take the flow bubble sensor from the other hospital to get the patient to their hospital. ((B)(6) hospital). The customer does not want to share any patient information. No harm to any person has been reported. As any flow bubble sensor failure can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).